Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a broken top case and plunger case. A review of the event history log found a primary audible alarm bgnd. The alarm was able to be duplicated during the functional testing. The causes of the issue were found to be primary audible alarm/broken case/ broken plunger - main pcb. The top case, plunger case and main pcb were replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device exhibited a primary audible bgnd test alarm, along with a broken plunger assembly, and a broken top case. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.